Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing power switching events and critical battery alarms with a specific battery. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery (bat312855) was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection. The log files of the controller in use during the reported event, con315061, revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files revealed premature power switching due to momentary disconnections involving bat312855. Additionally, a critical battery alarm was recorded on (B)(6) 2018. During the critical battery alarm, the battery depleted from 24% rsoc to 7% rsoc. During this instance, the battery was not the active battery. Given that the capacity suddenly depleted may be indicative of an estimation error. Two (2) power disconnect alarms were recorded involving the battery. During the power disconnect alarms a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. Functional testing revealed a cell-over-voltage and cell-under-voltage flags, which rendered the battery inoperable. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Internal inspection of the battery revealed a lifted weld in cell pair 3, which contributed to the cell-under-voltage flag. This observation is also related to the recorded power disconnect alarms. The cell-over-voltage flag was due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. This likely occurred due to cell pairs 1,2 and 4 overcharging to compensate the low voltage in cell pair 3. The cell over voltage flag and lifted cell weld are additional observations not related to the reported event. The most likely root cause cell over voltage flag can be attributed to an overvoltage fault by the analog front end (afe) integrated circuit. Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. Based on an investigation, the root cause of the lifted cell weld can be attributed to terminal welds experiencing added stress as a result of the uncontrolled bending of the tabs and resistance welds occurring on weld free zones. The lifted cell weld triggered power disconnect alarms and a cell under voltage flag. The reported power switching, and critical battery alarms were confirmed. The most likely root cause of the premature power switching can be attributed to momentary disconnections. There is an internal investigation for momentary disconnections. The most likely root cause of the reported critical battery alarms can be attributed to an estimation error. If information is provided in the future, a supplemental report will be issued.